Manufacturer narrative:
(B)(6) 2018. The customer performed troubleshooting with philip's technical support. The customer was advised to replaced the motor controller board. No parts were returned for investigation; therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated a patient occlusion alarm. There was no patient involvement. The event date was not specified; estimate used.